Event description:
Left capsulectomy and silicone implant exchange with saline. Add'l surgery unrelated of rhytidectomy, quadralateral, blepharoplasty. Found left had surrounding scar capsule causing oblong look.